Event description:
It was reported that the patient experienced presyncope. During the device change out procedure, the pulse generator exhibited loss of output after being exposed to electrocautery when opening the pocket. The patient was paced transcutaneously before the device was explanted. Upon removal, the device was interrogated and found to be in backup vvi. The device was replaced.

Manufacturer narrative:
.